Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. Evaluation summary: a visual inspection was performed on the returned device and the reported stretched coils were confirmed. Additionally, the shaping ribbon was separated and the tip coils were stretched and separated. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported stretched coils. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the unspecified vessel, the balance middleweight guide wire was used and the tip became frayed/split [stretched] but not detached. The damage was noted after removal of the device from the anatomy. There was no reported adverse patient effect. No additional information was provided. Return device analysis revealed the tip was separated.